Event description:
It was reported that during a procedure, while removing introducer from the sheath, sheath allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during a procedure, while removing introducer from the sheath, sheath allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp implantable port, one groshong catheter in two segments with pre-loaded stylet, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one syringe, one guidewire in a guidewire hoop, one safety infusion set, one tunneler, one vein pick, one cath-lock and one introducer peel-apart sheath and vessel dilator were returned for evaluation. Visual and microscopic visual evaluation were performed on the returned device. The investigation is confirmed for the identified deformation due to compressive stress as a bend was noted on the dilator. However, the investigation is inconclusive for the reported detachment of device component issue as functional evaluation cannot be performed because only one half of the peel-apart sheath and dilator was returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, while removing introducer from the sheath, sheath allegedly detached. The procedure was completed using another device. There was no reported patient injury.